Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A complaint sample nor a lot number was not provided for evaluation. According to the complaint received, the cause of the failure is due to the patient biting the et tube and there is no claim of a product malfunction. However, using the product code (B)(4), a history review was performed. In this review, a visual inspection was conducted to ensure no non-glued pieces escape from the pilot balloon assembly. The outgoing inspection for pilot line detachment testing is performed. All samples must be able to withstand for 10n detachment strength. Review of the pilot line detachment test reports from (B)(6) 2015 for this particular code of product did not reveal any sign of detachment failure. The pilot line detachment test was found to be within the specifications during the testing. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "about three weeks used after operation , one day nurse found that the inflative tube had come off and was dropped side of patient bed". It was further stated that they believe the tube was "cut off by the patient's teeth". It was noted "no healthy injury."

Manufacturer narrative:
Should a sample be received for the complaint, the case will be re-opened and investigated. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).